Event description:
Approximately 47 months post the index procedure, it is reported that the patient died. The cause was listed as non cardiac due to old age. Investigator assessed the death event as not related to the device.

Manufacturer narrative:
Evaluation: results - inherent risk of procedure (revascularization).

Event description:
During index procedure the patient had three endeavor sprint rapid exchanged (rx) drug-eluting stents successfully deployed at distal circumflex, first left posterior lateral and proximal-mid lad. Approximately 5 months 3 week post index procedure patient experienced myocardial infarction and stent thrombosis. Investigator indicated that it is unknown whether there was a relationship between the event and the study device. No further complications were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent thrombosis and myocardial infarction). (B)(4).

Event description:
It has been confirmed that the previously reported stent thrombosis event occurred within the endeavor stent implanted in the distal circumflex and was successfully treated by pci using poba. It is reported that the patient was also diagnosed with acute coronary syndrome and cardiac arrest on the same day as stent thrombosis event.